Manufacturer narrative:
Weight-race:unk. Claim #: (B)(4).

Event description:
The reporter indicated that on (B)(4) 2022 a 13.7mm, vticmo13.7, -9.00/1.5/118 (sphere/cylinder/axis), implantable collamer lens tore/broke during loading, there was no patient contact. On (B)(4) 2022 a replacement lens was implanted. In the reporters opinion the cause of this event is unknown.